Event description:
On (B)(6) 2011, the patient's mother contacted animas alleging that on 2 events (unspecified dates/times) the patient's insulin pump's battery went dead without giving a low battery warning message. She claimed that as a result of the alleged issue, the patient developed elevated blood glucose levels in the 400-500's mg/dl in the middle of the night. The patient did not have any symptoms suggestive of a serious injury and administered self-treatment by bolusing with her insulin pump. The customer service representative (csr) attempted to troubleshoot the pump with the reporter; however, the pump was not available at the time of the call. The reporter was advised to contact animas back once the pump is available, but the patient's mom did not call back. On (B)(6) 2011, animas csr conducted a follow-up call and spoke with the patient's mom. The patient's mom had already packed up the insulin pump to send back to animas, so she was unable to troubleshoot the pump. There was no indication that the insulin pump contributed to an adverse event since the patient did not experience any injuries that met animas criteria for a serious injury; however, this complaint is being reported because the alleged battery issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no damage to the battery compartment or battery cap; the battery cap fastens securely. Pump booted to the "verify" screen with auditory and vibratory alarms. No power loss was duplicated. The pump was tested with an external power supply; "low battery" and "replace battery" warnings/alarms were reproduced on the bench at the correct voltages. The pump was exercised for 29 hours without power events. The alarm history shows a "low battery" warning and "replace battery" alarm occurring on the morning of (B)(6) 2011. Unrelated to the complaint, the display has a reddish tint to it.